Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, there was no problem with the procedure. The placement position was slightly up to the right caudal side on the urethral bulb dorsal side. According to the complainant, on (B)(6) 2020, the patient went to the physician due to buttocks pain and bleeding. The patient went to the hospital on (B)(6) 2020 where a fiducial marker seed was found on a gauze pad, which was applied to a swelled, wound-like area on the right side of the perineum. A skin ulcer and fistula formed at the site of the spaceoar injection. Reportedly, there was no evidence of infection. Magnetic resonance imaging (MRI) showed that a little gel remained in the midgland and had melted towards the opening on the right side of the perineum. As of (B)(6) 2020, redness of the opening site was fading. Effusion was continuing to come out of the opening on the right side of the perineum. Reportedly no problem occurred during intensity-modulated radiation therapy (imrt). Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.